Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Customer received an order of screws on (B)(6) 2012. Upon delivery, customer noticed that the information on the packaging was correct, although the screws inside were incorrect and did not match the information on the packaging. This is 4 of 4 reports for this event.